Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 415 mg/dl. The customer's blood glucose was 342 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that there was small air bubble in the tubing during troubleshooting. The insulin pump will not be returned for analysis.